Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube lid was found damaged and detached from the tube before use. The following information was provided by the initial reporter: "damaged found from the redressing area. Plastic encapsulates tear products = 2 sp and lid is remove from tube body = 1 sp"

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect count, improper assembly, and open package with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube lid was found damaged and detached from the tube before use. The following information was provided by the initial reporter: "damaged found from the redressing area. Plastic encapsulates tear products = 2 sp and lid is remove from tube body = 1 sp".